Event description:
It was reported presented for routine implant of the left ventricular lead. During the procedure, the physician had difficulty with the insertion of the lead into the target vein due to the thickness of the tip. The lead implant was abandoned, and the procedure was completed without the use of a left ventricular lead. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned for analysis. Electrical testing, visual and x-ray inspection did not find any anomalies.